Event description:
The fe reported that the system was locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and replaced. Ther system was tested and found to be working as intended and returned to service.